Event description:
The reported event was observed during a routine follow-up examination following a repose tongue suspension procedure. In this procedure, a bone screw is inserted into the mandible and a suture (attached to the screw) is passed in a triangular manner inside the tongue in order to pull the tongue anteriorly, thus preventing obstruction of the airway due to the tongue collapse. The pt complained of a 2-week history of pain in the anterior floor of her mouth. The pt also complained that there had been no improvement in her situation. On examination, the physician observed a painful focus and some slight edema in the anterior floor of the pt's mouth. Physician's initial impression: sublingual sialadenitis post tongue stitch. Prescribed treatment: anti-inflammatory medications for pain, as well as antibiotics for 10 days. Follow-up: the pt was asked to return to the clinic 3-4 days later for a follow-up exam, unless the pt observed significant improvement. The pt was advised that if she observed improvment, she should return to the clinic at the time of her next scheduled visit.